Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the trunk cable connector was physically damaged and was stuck inside of a monitor receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned anelectrode belt and reported that the belt was unable to complete incoming functional testing.